Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, which successfully resolved the issue without recurrence, allowing the customer to continue using the pump.